Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor electrode may have broken off under her skin. When the sensor was removed from her body, part of the electrode was missing. The customer did not know if it broke off inside her body or if it was never there to begin with. Advised the customer that the sensor would be replaced. Nothing further was reported.